Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Only the connector portion of the lead was returned. Failure event observed during analysis. Final analysis found external insulation abrasion at 12.2-12.5 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.